Event description:
The customer reported that a patient admitted with numerous "tick bites" and electrolyte imbalance expired and the staff was unaware of the deterioration of the patient's condition.

Manufacturer narrative:
The customer reported that a patient admitted with numerous "tick bites" and electrolyte imbalance expired and the staff was unaware of the deterioration of the patient's condition. Based on the available information and while there is no indication of a device malfunction, the device is deemed to be a factor in this patient's death as the clinical staff were not aware of the deterioration of the patient's condition. We cannot determine that intervention, such as drugs and CPR, could have changed the outcome of the event. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be sent once the investigation is completed.